Event description:
This customer reported that there was a failure to discharge via external paddles in that only one paddle set was discharging. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). There was no report of patient involvement. The defibrillator was evaluated at philips. The reported symptom was duplicated. Replacement of the power pca resolved the symptom.